Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval confirmed and reproduced the reported symptom system error 105, which was caused by severed motor mount screws. The motor assembly, including the screws, was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105. Any pt involvement is unk.